Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The patient reported the issue and reset the pump, but experienced another malfunction shortly afterward. As a corrective action, the patient used an insulin pen as a backup, and it was noted that the pump was still under warranty.